Event description:
Boston scientific crm received information that this patient was informed that this atrial lead had sustained a fracture.

Manufacturer narrative:
The lead remains actively implanted and the patient has a scheduled follow up visit in october. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.